Manufacturer narrative:
Submit date: 03/07/2015. An investigation is currently underway; upon completion, the results will be forwarded.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. Without the sample, it cannot be determined if the adhesive portion or the pad itself may have caused the skin irritation. The most probable root cause can be due to the adhesive strength being too strong. The strength of adhesive tape was tested. The adhesive tape tested within specification. A corrective action is not applicable at this time. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(4) 2015 that a customer had an issue with a dressing. A report was received from (B)(6) stating that this complaint file originated as a result of (B)(6) sending an email notification to the (B)(6) corporate product surveillance mailbox on (B)(6) 2015 that they had received from a patient on (B)(6) 2015. Per the report received; a home patient reported they cannot use our 5k7533 telfa island dressings nor our 5k7615 paper tape as it irritates the patients skin and the skin will turn red and develop a rash and the patient had to get an antibiotic to clear this up and now has a brown mark on her skin from this irritation. The occurrence date is unknown, the patient was not hospitalized, and (B)(6) provided the following aers number (B)(4). No further information is available.